Manufacturer narrative:
No trend analysis could be conducted due to insufficient information provided. Cause of complaint could not be determined.

Event description:
End user reports that the cannula on item 830155 are longer than normal. User could not be reached for additional information. Product details unknown.